Event description:
Reporter stated that she tried to test on her compact plus meter but could not because of an error message. Reporter stated that she drove to the hospital because she had hyperglycemic symptoms, her back, hip, and legs were in a lot of pain, and she could not treat herself. Reporter stated that the hospital tested her with a result of 350-359 mg/dl and treated her with insulin intravenously. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.